Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing an infusion set, with blood glucose peaking at 352 mg/dl and remaining elevated for a couple of hours before returning to range approximately two hours after a subsequent infusion set change; troubleshooting and education were provided, including discussion that a bent cannula could impede insulin delivery. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and the user self-managed without backup therapy or ketone testing. Investigation included complaint handling with user interview and troubleshooting. Investigation of this case revealed that glucose levels normalized after replacing the infusion set, and the specific cause of the initial hyperglycemia remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with user education provided and resolution achieved after infusion set replacement.